Event description:
The customer reported that the system displayed a generator fault error. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep plugged in the hv cable to the ii power supply and the ii. The error is still present. He verified 24 vdc power supply is putting out the 24 vdc to ii power supply. He unplugged the hv from ii power supply and the error is till present. He concluded that the ii power supply was bad, but we do not have any of the power supplies available.